Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent escape button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer was sound asleep and was woken up by the pump. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.